Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form wil be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2011, and suture was used for closure of midline. The pt suffered from a fascia rupture and a reoperation was done on (B)(6) 2011. The surgeon could see that the suture broke. Hospitalization was prolonged. No additional info was provided.